Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/01/2019. Device returned to manufacturer: yes. Device evaluation: the sample was received 10/01/2019 with original packaging components (folding carton, directions for use, and labels) and lens case. A visual inspection was performed. The following observations were found. The lens was cut in two (2) pieces. Viscoelastic were observed on the lens surface. The two (2) haptics (loops) were inserted in lens body. No scuffs or particles were observed. Due the condition of the lens sample received, the issue reported could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. There were indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion the lens had scuff or particle that was not coming off. The surgeon called for a new lens. The lens was removed, and the procedure was completed successfully using another lens of the same model and diopter. Patient had no problems post-op. No other information is provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.